Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The anesthesia control board and display unit were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during boot-up, the unit had a system failure. There was no report of patient involvement.